Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, one half of the 8mm force bipolar instrument broke off. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the missing material/damage occurred outside of a surgical procedure, with no fragments falling in the patient. While processing the instrument, the piece came apart.